Event description:
In 1998, the cryopreserved aortic valve and condult in quesiton was implanted into a patient with a history of active endocarditis and left ventricular hypertrophy. Approximately two years later the patient returned to the surgical suite for replacement of patient's aortic valve with a 23 mm carbomatic valve due to aortic regurgitation/insufficiency, cusp degeneration, and annuluar dilatation.